Event description:
It was reported that a pt underwent a sigmoid colectomy procedure on (B)(6) 2009. The drain functioned properly upon the first activation. On (B)(6) 2009, the nurse found that the bottom component of the locking plate of the reservoir was broken during use on the pt. Therefore, the surgeon exchanged it for another reservoir, which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.